Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified tear. The shell thickness within specification. As per the investigation procedure non-penetrating nick, particles and creases were observed. None of the observations were found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14aug2024.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side exchange with no complaints against the device. Physician later reported deflation. Device explanted.